Event description:
Detail event description: oe-a63 disposable cap for ed34-i10t2 not fitting correctly. No patient was involved and no death or injury was reported. Description of any actions taken: inspected ed34-i10t2. Distal end side body cover screws are loose and sticking out causing the oe-a63 to not fit properly on the tip. Plastic debris from oe-a63 is getting stuck inside screws. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The endoscope was received at pentax canada for further evaluation. It was discovered that the root cause of the disposable cap not fitting correctly on the endoscope was a loose screw on the distal end and a cracked lcb cover glass. The findings was communicated to the user and the endoscope was repaired and returned. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.